Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that while outside the driver would not attach to navlock. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: further review found that the reported event was related to a non-functional instrument outside of a clinical setting, and the reported issue was unlikely to cause serious harm. The initial MDR was submitted in error, and the reported event should not have been considered a reportable malfunction.